Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ damage before therapy has been completed. The impella device was returned for evaluation. Data analysis: not applicable, as the console was not in use on the complaint occurrence date. Device analysis: this console was tested after arriving and, upon visual inspection and running the test cassette and pump no abnormalities were found. Root cause: the root cause of water exposure to the aic is a use issue. D9 device returned to manufacturer date added b3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-30317.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a console located in a storage room was exposed to water when the sprinkler system was activated. There was no patient involvement.